Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.5 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal to centre struts were severely damaged, bunched and overlapping, distal struts were moved from the crimp stent position in a proximal direction on the balloon. There was no damage to proximal struts. The damage noted most likely occurred during attempts to cross difficult lesion properties. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was evident crimp stent marking on the exposed balloon. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profiles. There was evidence of medium in the inner/outer lumen. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred the 80% stenosed target lesion was located in the left anterior descending artery (lad). A 2.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, due to the curvature of the subclavian artery, the device failed to cross and the stent strut was damaged. The device was removed and the procedure was completed with another 2.50 x 20 synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left anterior descending artery (lad). A 2.50 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, due to the curvature of the subclavian artery, the device failed to cross and the stent strut was damaged. The device was removed and the procedure was completed with another 2.50 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.